Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that after a generator change the patient's site became infected. The device eroded through the skin and the set screws were exposed. The patient became septic. The device and leads were removed. No further patient complications have been reported as a result of this event.